Event description:
It was reported that the intraocular lens (iol) was damaged, the lens came out bent. Through follow-up we learned that there was no patient contact and the surgery was completed using a back-up lens. No further details were provided.

Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Implant date: n/a, lens was not implanted. Explant date: n/a, lens was not implanted, therefor not explanted. Initial reporter name and address: telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: august 18, 2022. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the complaint lens was received partially stuck inside of the handpiece's cartridge tip. The lens was also observed to be overridden. Furthermore, the plunger rod could also be observed to have punctured the cartridge. The handpiece was disassembled and the assembly was inspected, no assembly issues were observed that could contribute to or cause the observed issues. The lens was removed from the cartridge and cleaned, revealing that it had been torn, had a detached haptic, and was damaged from being folded inside of the cartridge. The complaint issue of lens damaged was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.